Event description:
During an atrial fibrillation, atrial flutter procedure, an error message displayed stating that the catheter was expired. The procedure was completed with no adverse patient consequences, without replacing the catheter, and without collecting magnetic data.

Manufacturer narrative:
Fsca number: (B)(4). Additional information a3. The patient is a male born in 1948.

Manufacturer narrative:
Fsca number: 3005334138-06/09/2022-003-r. The reported event of an expired catheter was confirmed. The device was programmed incorrectly during manufacturing, consistent with the catheter being recognized as an expired/invalid product and with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A CAPA exists related to this complaint investigation.